Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during initial inflation at 4 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.